Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that he had already changed the cassette and that he was using the same bags. The technical service representative (tsr) explained how this compromises the setup and explained that the issue could also be with a bag or something else in the setup, not just the cassette. The tsr explained to the hp that he would need to end therapy and set up with new supplies. The hp was very irate because they would have to wait on the initial drain again. The tsr was unable to assist with ending therapy as the hp stated that he was starting over and ended the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. Therapy has been going well since, and he now knew not to switch out a partial set up. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.